Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information received: the device was fired fine, opened, and removed from the patient. Once outside the patient, the device would not open. The device was set aside without attempting the knife reverse switch or manual override and a new device was opened. The ecr60g cartridge is in the jaws of the device.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler wouldn't open after firing the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m54062. The analysis found that one plee60a device was returned in good visual condition and with one ecr60g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.